Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the device involved in the complaint could not be conducted since the device was not returned. No photo for review. The device history record of batch number (B)(4) that belongs to catalog number 1007 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the reservoir bag didn't inflate during use. Another device was used. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The sample was then connected to an opti-neb compressor and the breathing bag inflated correctly. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. Records reviewed showed that there were no issues related to functional issues neither on the product nor its components during the manufacture of this particular batch.

Event description:
The customer alleges that the reservoir bag didn't inflate during use. Another device was used. No patient injury reported.